Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the power cord assembly, tightened up the lug nuts and power connections in the workstation and reseated all of the power connections on the workstation's power supplies. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system was unable to boot up or power on because the power cord was loose and the insulation on the power cord had been rubbed off. No pt injury was reported.